Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was placed in the patient on monday (B)(6) 2016 and the patient presented at dialysis on (B)(6) 2016 with indicators showing the line was pulling air. As a result, they reversed the lines.